Event description:
Information was received that while a smiths medical cadd cassette reservoir cassette was leaking at the part where the medication cassette and the tubing were connected. No patient injury resulted.

Manufacturer narrative:
Device evaluation: one smiths medical cadd cassette reservoir cassette was returned for analysis in used condition. Visual inspection showed the cassette had a medication information label. Functional testing involved using a syringe to infuse water into the assembly bag. Leaking was detected, specifically in the top corner near the pump tube connection. The investigation determined a possible, but unconfirmed, source of the reported issue to be that during the leak test operation, the cassettes that failed were not properly segregated. Based on evidence and investigation, the complaint allegation was confirmed. Subsequently production personnel were trained on proper segregation during leak testing.